Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the client reports that the device did not work during the operation. The instrument did not fire and the trigger was jammed. Operative time was extended by more than 30 minutes. Another device was used to complete the procedure.